Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not yet been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that after placing an embolization coil in the treatment site, the coil would not detach with the controller. The coil was entwined with another coil and it could not be removed. After further attempts were made to detach the coil, the coil finally stretched. A stent was deployed to press the coil to the vessel wall. The coil was forced to detach as the pusher wire was removed. There was no reported patient injury. The current patient's status is reported to be "fine."

Manufacturer narrative:
The device was returned for analysis; however, the distal portion of the delivery pusher was not returned. The delivery pusher and body of the coil was broken off from the hypotube laser weld. The connector was noted to be severely kinked at the epoxy e2. An electrical continuity test was unable to be performed, due to the condition of the returned device. Based on the investigation and provided information, the complaint cannot be confirmed; the device was too severely damaged to be tested. The root cause cannot be determined.